Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the black plastic impactor tip for a femoral pad fractured during surgery. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and all available information has been provided.